Manufacturer narrative:
The reported events of insulation damage and high pacing impedance were not confirmed. Visual inspection of the lead did not find any anomalies to the lead body insulation. Electrical testing did not find any indication of conductor fracture. The reported events of low r-wave sensing, and helix mechanism issue were confirmed. The helix was clogged with blood as received. X-ray examination found an over torqued inner coil at the connector region causing an electrical short. After cleaning and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The cause of low r-wave sensing was due to electrical shorting caused by over torquing the inner coil consistent with procedural damage. The cause of helix mechanism issue was due to helix clogged with blood and over torque of the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the lead was noted to have insulation damage after being tied down with a suture sleeve. Further testing revealed high pacing impedance, low r-wave sensing, and helix retraction failure. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was stable.